Event description:
The customer reported being in the emergency room due to high blood glucose over 700mg/dl, and her blood glucose was treated with an insulin drip. Troubleshooting was performed. The time, date, and bolus wizard were correct. Assisted the caller to run a manual prime and the insulin did exit. Performed the high pressure test and self test and they passed. Instructed the customer to remove the cannula and it was bent. Instructed the customer to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.